Manufacturer narrative:
D4 updated to include product list number in the catalog number field. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run involving sample ID (sid) from the ticket was valid and met assay specification requirements generating no error codes or flags for the controls. There was no evidence of potential amp plate carryover risk for the sid involved in this investigation after review of the plate mapping data analysis. The assay software was performing as expected. There was no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 was performing outside of the established design performance specifications according to the amplification curve analysis. Quality data review device history record (DHR) / batch record review: a review of the manufacturing packet for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 was performed and did not identify any issues which could have potentially resulted in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify records that were potentially related to the reported complaint for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 and the amp kit components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133. Complaint history review a lot specific complaint history review was performed to identify complaints related to the sars-cov-2 discrepant results reported while using the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133. The complaint history review did not identify a potential product deficiency. As a result of this investigation, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported false positive results on their alinity m sars cov-2 assay that were questioned by the patient. The patient's next of kin was wondering if the positive result for the test collected on (B)(6) 2021, was an error as the patient had 2 consecutive negative results on (B)(6) 2021 and (B)(6) 2021 after the initial positive result. They claimed that the patient was asymptomatic and had taken an at-home test which was also negative. The patient claimed they had a false positive due to having consecutive negative results after the positive result. The specimen was only in transit one day, there was no pooling, and it was no longer then 4 hours on the instrument. Retest or retest results were unknown. There was no report of any adverse impact to patient management due to this observation.